Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. Device history record review could not be performed on model 10013034 because a lot number was not provided by the customer. A root cause could not be determined due to an investigation not being able to be performed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that as lvp 20d dehp 3ss 2g-4wspk cv had air in the line during use. The following information was provided by the initial reporter: we are having lots of trouble again with our stopcock tubing that is used on labor and delivery. Same issues as before it is always the air alarm when initiating the IV and we try diff pumps, different tubings (wasting many) and still can't get the IV pump to work. If we change it out to a primary tubing it works every time. We are throwing money away daily and frustrating many staff due to this issue.